Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Laboratory analysis noted dried body fluid on the lead lumen. However, visual inspection could not confirm any issue with the lead that would have led to the clinical observation of dislodgement.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
--

Event description:
Boston scientific received information that during a follow-up appointment this left ventricular (lv) lead was pacing in the atrium. A chest x-ray revealed the lv lead had dislodged. As a result, an invasive revision procedure was performed. The physician elected to explant and replace the lv lead. No adverse patient effects were reported as result of this procedure.